Event description:
According to the reporter, during a bravo procedure, there was a failure to attach with no harm to the patient. No kind of surgical intervention was required but a repeat procedure needed to be performed. There was nothing unusual about the patient or the procedure itself that may have led to the event. The patient had an endoscopy prior to the procedure and the esophagus appeared normal. No other known adverse events were reported.